Event description:
Customer reported that the insulin pump was squirting out insulin during the manual prime. She also reported that she had received an alarm for a loose drive support cap. She stated that the drive support cap appeared to be protruded but did not press on the cap while connected. The blood glucose reading was 444 mg/dl. Customer treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to moisture damage on keypad traces. Unable to confirm prime alarm, due to keypad anomaly. Insulin pump had a loose and protruded drive support disk was noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window scratches on display window and cracked case near display window corners noted during visual inspection.